Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. P-cap was unable to lock properly into reservoir. Unable to perform the displacement test. Pump passed the self test. The electronic assemblies and motor assemblies were inspected and found evidence of moisture on pcba 1. Transmitter was able to connect and calibrate with the pump successfully. The bg meter was able to connect with the pump successfully. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, overlay scratched, scratched case, battery tube threads - cracked, cracked case - corner of belt clip rails, cracked case (battery tube), cracked retainer. In summary, customers alleged no communication between pump and transmitter and bg meter were not confirmed. Transmitter and bg meter connected and calibrated to the pump successfully. Cosmetic damage was confirmed at the retainer ring. Reservoir was unable to lock properly due to a damaged retainer ring. Exposed to moisture confirmed on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the transmitter was unable to pair with the customer's pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and pump will be returned for analysis.